Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient lost consciousness prior to passing. Review of the patient's download data revealed that prior to passing, the patient received an inappropriate treatment from the lifevest during asystole. Review of the patient's download data revealed that from 17:38:10 to 17:41:36, the patient's rhythm was sinus rhythm at 90 bpm transitioning to vt from 190 bpm slowing to vt at 100 bpm with varying rates/amplitudes and motion artifact. The rhythm than degraded to asystole with intermittent cardiac activity. The patient's treatable rhythm dropped below the physician prescribed treatment threshold, preventing a treatment during this time. At 17:46:00, the patient received an inappropriate treatment from the lifevest while their rhythm was asystole with intermittent cardiac activity. The post-shock rhythm as also asystole with intermittent cardiac activity. Oversensing of cardiac signal contributed to the false detection. The response buttons were not pressed during the event. There is no indication that a device malfunction caused or contributed to the patient's passing.

Manufacturer narrative:
The electrode belt has not been recovered from the field. The monitor was returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.